Event description:
It was reported to nuvectra that a revision was performed to re-position the stimulator to a shallower depth due to sudden drops in battery level. Subsequently, the stimulator was replaced and the patient is doing well.